Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a battery compartment crack and missing pump case. It was reported the patient noticed a battery compartment crack two weeks prior to the call. The reporter noted a few days prior to the call, a portion of the battery compartment broke off. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
(B)(4)-product analysis: the pump has been returned and evaluated by product analysis on (B)(4) 2014 with the following findings: a battery compartment crack was discovered during investigation. Unrelated to the complaint, investigation revealed that the display screen was dim and discolored.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.